Event description:
Procedure: wedge/segmental resection. Reportedly, the stapler was fired with neoveil material over tissue which the surgeon indicated was thick. A cracking sound was heard as the device was fired, but the surgeon fired to the end and removed the device by pulling the return knob back. All staples were placed to tissue, but the staples on the latter half of staple line were not formed and the tissue of the latter half was not cut. There was no bleeding or tissue damage reported. However, the procedure was converted to an open procedure, and the tissue was treated with an open linear stapler.